Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call indicating air bubbles in reservoir and infusion set at primarily nights. Customer's blood glucose was 396 mg/dl and 442 mg/dl, which were treated with infusion set change. Customer reported that insulin was room temperature when used. Customer was not able to troubleshoot due to no longer having reservoir.